Event description:
Device would not function when md went to do an endometrial ablation. Novasure device was easily placed within the endometrial canal and locked down securely. Cavity width was measured to be 3.7 cm. After passing the integrity test. A couple attempts to begin the ablation process immediately stopped without any ablation occurring. FDA safety report ID # (B)(4).